Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges intermittently did not fit on the pump. The customer changed the cartridges to resolve the issue. Customer's blood glucose level was 240 mg/dl.